Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was over-discharge of the stimulator with pain return because the stimulator was off. When the nurse wanted to communicate with the physician programmer she could not. The reset of the system could not be done because impossible to enter into communication with the stimulator. The patient did not charge the device for six months because they had great difficulty to recharge it. The patient explained that from the start to the doctor of the communication problem to charge the device. She was able to recharge it 100 percent but never had more than 1 square of connection and it took many hours several times a week. After several visits with her doctor without making a decision about the problem the patient decided to stop recharging. The patient decided to go to a new clinic for a new opinion. An ultrasound and fluoroscopy were performed by the doctor and the stimulator was very deep more than 3 cm under the skin. The doctor proposed to the patient to schedule an intervention to put the device more superficially to allow recharging. The issue was resolved at the time of report. Additional information received from the manufacturing representative reported that a revision surgery was scheduled for either september 20th or october 4th according to the availability of the patient. The device issue had not been resolved. They could not communicate with the system so the doctor wanted to revise the system. It was noted that they tried to reset the device following a discharge for 6 months. The patient had not recharged her device because she had a lot of communication problems because of the depth of the implant. They could not communicate with the stimulation and therefore could not start the 60 minute recharge. The patient would be operated on to put the battery closer to the skin.

Manufacturer narrative:
H3. Device analysis for the ins revealed the ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins was functioning within specifications but had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6)--2020 and the battery was charged to 3.700 volts. On (B)(6)-2018 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s device was replaced (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was asked to wait until 2020 to have surgery and the date was not yet known.